Manufacturer narrative:
The unused device was received for investigation. The surface of the balloons appeared abnormal. Holes/damage appeared on the surface of the balloons which prevented them from inflating as intended. While the reported damaged balloons were confirmed, the exact cause of the damage/abnormal balloons could not be determined. It is possible that the products were exposed to abnormal storage conditions or were damaged while preparing the devices for the procedure. Additionally, the balloons/glue holding the balloons appeared to have a yellow tint to them. Communication with the site indicated that this was due to the use of an iodine tincture while preparing the patient for surgery. While the iodine contributed to the yellow coloring observed, we do not believe that it would cause/contribute to the damaged balloons. The IFU provides the following warnings related to storage of the product: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Excessive handling during insertion, and/or plaque and other deposits within the blood vessel, may damage the balloon and increase the possibility of balloon rupture. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Note: this is report 3 of 3 related to the third shunt used in the event. Reports 1220948-2024-00173 and 1220948-2024-00174 were submitted for the first and second devices involved in this event.

Event description:
It was reported that the pruitt f3 carotid shunt blue cap balloon ruptured during testing on 3 products. It was not directly used on the patient. No injury was reported to the patient. Note: this is report 3 of 3 related to the third shunt used in the event. Reports 1220948-2024-00173 and 1220948-2024-00174 were submitted for the first and second devices involved in this event.